Manufacturer narrative:
Device analysis: the device was discarded; so, an analysis of the actual complaint device is not possible. The device history record for this lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met its material, assembly, and quality control requirements. The root cause for this reported event is unk. (B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, after removing the device, there was no distal flow. This was a 7-hour limb salvage procedure due to critical limb ischemia of the right lower extremity. The pt was placed under general anesthesia. Left common femoral artery access was obtained and with the use of several devices, access was obtained into the proximal pop artery. Angioplasty of this region was performed to facilitate more distal passage of a crossing catheter. The viperwire was then passed and the tip positioned in the distal pop artery. Atherectomy with a 1.25 diamondback oad was performed in the distal sfa and proximal pop in 30-second intervals. Nitroglycerin 200mcg was administered between each run. F/u angiogram demonstrated a small, but patent channel through the distal sfa and proximal pop. The oad and viperwire were removed and several devices were used to obtain access into the proximal peroneal artery. At this point it was discovered that the crossing catheter was no longer intraluminal. The catheter was pulled back and repositioned into the proximal pt artery, but would not advance further. An attempt to pass the crossing catheter further resulted in extravasation of contrast dye. The catheter was pulled back and attention was redirected to the sfa and proximal pop artery. Access was obtained into the distal pop artery and a 2.0 diamondback oad was used to perform atherectomy of the sfa and proximal pop arteries at 60, 90, and 120 rpm runs for a total treatment time of 2 min, 12 sec in 30 sec intervals. F/u angio demonstrated sluggish flow through the treatment areas despite administration of nitro between each run. The viperwire was passed into the distal pop artery and the angio demonstrated no evidence of thrombus in the proximal, mid, distal pop artery, however, there was no flow or distal run-off in the remainder of the leg. Access was obtained into the distal pop and tpt arteries and pharmacomechanical thrombectomy of these areas was performed. The angio demonstrated some residual thrombus and debris in the tpt, although the distal run-off had been restored. Suction thrombectomy was performed in the distal tpt and the angio demonstrated restoration of flow through the pt and its collaterals. Angioplasty of the proximal posterior artery was performed, but the angio showed recoil in this segment, so a 3x20mm stent was deployed from the origin of the pt artery extending into the tpt, then the angio showed improved flow. Stents were also placed in the distal sfa and proximal pop arteries and the angio demonstrated improved flow through the sfa and pop arteries and into the lower extremity. The pt remained stable and underwent scheduled bypass surgery 2 weeks later, then was discharged to a rehab facility.